Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion. During the procedure difficulty removing a competitor's lead from the header was experienced. The patient is pacemaker dependent and thus a temporary pacer wire was required. Eventually the lead was removed without damage. No adverse patient effects were reported.